Manufacturer narrative:
The suspected touch monitor was returned to the manufacturer for analysis. Analysis found that it was separating at upper right bezel. Analysis found that the reported event was related to a mechanical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The monitor was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after uncrating this system, the monitor was being held together by tape. Once tape is removed, monitor goes black. There were no patients present.